Event description:
During stem extraction the stryker mcreynolds extractor tip broke off inside the 18 x 155 mm stem.

Manufacturer narrative:
An event regarding a fracture involving a mcreynolds impactor adapter was reported. The event was confirmed by the return of the device. Method & results: device evaluation and results: a visual evaluation revealed the mcreynolds impactor adapter was fractured after the first thread of the male threaded end. There were signs of the first thread having impaction damage. The remainder of the threaded tip was not returned. A consultation with the material analysis group indicated the device fractured from an impact load application. The fracture surface was confirmed to be consistent with similar events reported for this product therefore further evaluation was not required. Medical records received and evaluation: not performed as no medical records were provided as there is no indication that patient factors contributed to the event. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to an impact load application. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During stem extraction the stryker mcreynolds extractor tip broke off inside the 18 x 155 mm stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.